Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient presenting with myelopathy underwent a "subtotal corpectomy at c6-th1. A revision surgery was performed due to screw back-out and all devices were removed. According to the report, "bone fusion has been completed. The patient is asymptomatic." No patient complications were reported.